Event description:
The customer contact reported that while operating on battery power, the device turns off. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, when the device is unplugged from ac power the device turns off. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, when the device is unplugged from ac power the device turns off. This was due to the battery. This report represents all the info known by the reporter upon query by hospira personnel.